Event description:
It was reported that the 7600 system had poor image quality then would no x-ray. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable pin connector was repaired during the svc call. The system was tested and found to be working as intended, and put back into svc.